Event description:
It was alleged that during use on a pt an overinfusion occurred. It was noted that channel a with dopamine was running at a rate of 6ml/hr, and channel b with saline was programmed at 50ml/hr. There was no pt consequence reported.